Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate anterior & apical prolapse repair system in (B)(6) 2007 to treat her pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, severe emotional distress and permanent injuries, as well as other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.